Manufacturer narrative:
It was reported that during cataract surgery set up and prior to use, leaks were noted while filling and priming syringes "where the cannula attaches/screws into the syringe." The customer stated that after leaks were discovered, the syringes were changed, procedures were able to be completed, and that there was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during cataract surgery set up and prior to use, leaks were noted while filling and priming syringes "where the cannula attaches/screws into the syringe."